Manufacturer narrative:
The pump was received with no esc or down button response due to a flattened button dome switch. No button error alarm or unexpected reset anomaly was noted during testing. Unable to verify for other alarms due to the unresponsive buttons. The pump also had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of button error on her son's insulin pump. The customer's blood glucose at the time was 206mg/dl. The customer states that when they change the battery, the device does a self-test and presents an unexpected restart alarm. The customer states the esc button does not respond often. The customer states they have cleared the error before, but this time around, they are not able to clear the button error alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.